Manufacturer narrative:
Tracking #: (B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis results found that the el5ml device was returned in good visual condition. In addition, one j-shaped clip was returned inside a plastic container. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve conforming clips. In addition the device locked out as intended. A possible cause for the condition of the returned j-shaped clip is actuating the device when the jaws are not clear of the trocar. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, ligaclip failed to close clip, ligaclip jammed clip. When first clip was fired, a clip blocked for further firing. Another like device was used to complete the procedure. Delay of thirty minutes. Patient is stable. There were no adverse consequences for the patient reported.